Event description:
In 2005, patient was called to confirm that patient received the power switch letter. Patient stated that they were being shocked by the homechoice device. Patient was transferred to technical support. Representative asked patient if it was the power switch that shocks patient every night in stomach during I-drain "like the letter stated." The representative tried to explain the meaning of the power switch letter. Patient became irate and said the representative "must be the only person that doesn't know that the home choice is shocking people in the stomach, baxter even sent a letter out about it." The representative advised patient that the device will be swapped.